Event description:
As reported, after use of a 6/7f mynx control vascular closure device (vcd) patient presented with a deep vein thrombosis (dvt) and the physician questioned if the device could be the cause. Hemostasis was achieved with device deployment. Manual compression was not applied following closure as the device was successful. There was no compression devices or compression dressing used. The mynx was used for an interventional procedure with a retrograde approach used. The deployer was in mynx training. Other procedural details were requested but were not provided. The device was discarded; therefore, it will not be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, after use of a 6/7f mynx control vascular closure device (vcd) patient presented with a deep vein thrombosis (dvt) and the physician questioned if the device could be the cause. Hemostasis was achieved with device deployment. Manual compression was not applied following closure as the device was successful. There was no compression devices or compression dressing used. The mynx was used for an interventional procedure with a retrograde approach used. The deployer was in mynx training. Other procedural details were requested but were not provided. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The reported event of ¿deep vein thrombosis¿ could not be evaluated due to the nature of the event since patient related events cannot be duplicated in a lab. In addition, a direct correlation between the device and the event was not stated. It was noted that there was concern that it was possibly caused by the device, however, no evidence was provided that his was definitive. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. Vascular complications, which would include dvt, are listed as a potential adverse event in the instructions for use (IFU). Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.